Event description:
It was reported that this unknown implantable pacemaker exhibited battery depletion calculation of less than 6 months remaining today from 1.5 years remaining 6 months ago. Boston scientific technical services (ts) discussed battery depletion is as expected. A clinical decision to replace now and a monthly follow up was recommended. No adverse patient effects were reported.